Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition, defective screen/trouble with the display, was not confirmed by service. However, spots were found on the main display and baxter quality engineer determined this condition was related to the reported condition. The cause of the determined condition was not identified. The main display was replaced to fix the determined condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.

Event description:
This is a report of a colleague infusion pump with a defective screen/trouble with the display, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. Patient involvement was not reported. No patient injury or medical intervention occurred. The software version for the device is currently not known. No additional information is available.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).